Event description:
It was reported that the catheter was inserted pre-op via the right subclavian with the tip position confirmed via x-ray. Diprovan infusions were then administered via the catheter's proximal port. The patient subsequently developed extravascular fluid accumulations that requried chest tube drainage. There were no additional patient complications.